Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "doctor states that while trying to feed the guidewire it would not advance, and noticed it had a kink in it. The device was removed entirely. She had to open another set, where she states the guidewire was also slightly kinked, but she managed to advance it and proceed with insertion." There was no patient harm or injury. No delay to therapy. The patient's current condition is reported as "fine". Associated MDR numbers:3006425876-2024-00845.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "doctor states that while trying to feed the guidewire it would not advance, and noticed it had a kink in it. The device was removed entirely. She had to open another set, where she states the guidewire was also slightly kinked, but she managed to advance it and proceed with insertion." There was no patient harm or injury. No delay to therapy. The patient's current condition is reported as "fine". Associated MDR numbers:3006425876-2024-00845.